Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. There is no indication of a hernia recurrence based on the patient's reported ultrasound results, however, recurrence is a known inherent risk of the procedure and is listed in the IFU as a possible complication, that could require surgical intervention. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol by the patient: the patient has alleged that on (B)(6) 2015, she underwent the repair of an umbilical hernia using a bard/davol ventralight st mesh w/ echo ps. She alleges one month later, she noticed a bulge in the area of the umbilicus when she sneezed. The patient states that she can push the bulge in, to reduce it and that she puts a marble in the umbilicus and applies a piece of tape to keep the bulge reduced. The patient states that her surgeon is unsure of the exact problem but stated there could be fluid in the area of the repair. Her surgeon prescribed an ultrasound and states that the test showed there was no fluid present in the area of the mesh and the mesh was in perfect placement over the umbilical defect. The patient has plans to seek a second opinion in regard to additional surgical intervention. She reports that her incision is well healed with no problems and that she continues to place the marble with tape in her umbilicus and also indicates the use of an abdominal binder. No surgical intervention has taken place to date.